Manufacturer narrative:
The affected sample was returned for evaluation, and the reported complaint was able to be confirmed and duplicated. The root cause was determined to be a failed xdcr pt802. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.